Event description:
The customer stated that the insulin pump was submerged in water and water got inside the screen. The customer reported a blood glucose reading of 151 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronic assembly and motor.